Event description:
Revision surgery - the pt was infected int he first case so the doctor implanted an antibiotic spacer. In the revision surgery the doctor completed the procedure as originally intended by converting the pt to a reverse shoulder prosthesis.

Manufacturer narrative:
The root cause for the revision surgery on (B)(6) 2012 was to complete a staged procedure to treat an infection. The previous surgery occurred on (B)(6) 2012. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to an infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history records for the reported components involved was examined. A review of the sterilization records show that the reported devices had all received an adequate 25-40 kgy gamma radiation sterilization dose and were within their respective expiration dates at the time of the previous surgery. A review of the device history records, product complaint report database, and sterilization records show that the reported components used in the previous surgery met sterilization, design, and manufacturing requirements. No information was submitted with regard to the severity of the infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that this incident was not the result of a product or manufacturing process defect.